Event description:
Major pump unit(s) involved: blood pumpadditional text: driveline cover malfunctionspecific component(s) involved: driveline malfunctionadditional text: driveline cover malfunctionother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : company repaired driveline with "clamshell" device per FDA requirementsimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction